Manufacturer narrative:
The accu tni sample was lithium heparin plasma, and the psa sample was serum. Both samples appearance were clear and free of visible fibrin. Psa qc was within the customer's established ranges. Accu tni level ii and iii qc was between 2-3 sd high. A system check performed on (B)(4) 2009 passed. Another system check performed after the event partially failed. A field service engineer (fse) was dispatched: per fse, no significant hardware issues were noted that may have contributed to this event. The fse replaced several hardware components proactively to address the failed system check. The fse performed a diagnostic testing which met specifications. A definitive root cause for this event could not be determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a troponin (accu tni) result, above the ami cut-off, for one patient, and erratic prostate specific antigen (psa) results that did not match the clinical history for another patient. Patient a: the initial accu tni result was 0.90ng/ml and 0.02ng/ml upon repeat. Patient b: psa results obtained were 3.00 and 3.70ng/ml. Customer believes the psa results should have matched the patient's clinical history and resulted >4ng/ml. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.